Manufacturer narrative:
No parts have been returned for analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding and imaging system. It was reported outside of a procedure that the image acquisition system (ias) does not boot up. There was no patient present when this issue was identified.

Event description:
Medtronic received information regarding and imaging system. It was reported outside of a procedure that the image acquisition system (ias) does not boot up. There was no patient present when this issue was identified.

Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system and confirmed the reported issue. The charger enclosure and rotor motion controller were replaced. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system control plate was returned for analysis. The system did not ready. The image acquisition system (ias) computer powered on, remote desktop was accessible but pendant shows disconnected. Remote desktop confirm pendant firmware failure. All other firmware were current and system "software mismatch and firmware incorrect" caution appeared. Defective pcba. An electrical failure was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The rotor control box was returned for analysis. An electrical failure was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
MDR 3004785967-2018-00092 aware date should have been 2019-07-09. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for evaluation. Analysis found that the firmware on the system was mismatched, additionally a known operational imaging system would not initialize with the unit installed. Concomitant product: pn: bi71000175, ln: rev. 1 : s/n (B)(4). If information is provided in the future, a supplemental report will be issued.